Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the staff member was clearing an occlusion in the line when the tubing separated and chemotherapy fluid splashed onto the staff members arm and the floor. There was no report of staff or patient harm.